Event description:
A customer had a problem with the dual lumen dialysis catheter. The customer reports the five quinton raaf dual lumen catheters has been broken at the exit site of the catheters. The white connector has burst on all four catheters already operated into the pt. The hosp are using chlorehedixin 70% to clean the exit sites. User facility sending one unused sample of lot number 139379.